Manufacturer narrative:
(B)(4).

Event description:
It was reported the right ventricular lead had dislodged during an atrial flutter ablation procedure. The right ventricular lead was explanted and replaced. No additional information is available and will be shared on this case.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.